Manufacturer narrative:
H3/h6: the software analysis was completed. The provided logs captured that the site did one trace registration, after achieving the minimum trace, the registration was unsuccessful as the error metric is greater than 5.0mm, however the site collected more trace points to get the passing registration with an accuracy metric of 2.0mm. The archives had one CT and one mr exam. The CT exam was loaded with a warning "not optimal for stealth" due to irregular slice spacing. The site merged both exams and the merge looked good. The registration model was not smooth, the site used mr exam to register, the model was bit pokey and appeared to be dented. The site collected trace points from tip of the nose and spread over the forehead around the patient tracker. The site collected some trace points on soft tissue regions such as cheeks, which is not recommended. A few trace points were sunken to skin and few trace points were collected red. Hence, suggesting site to collect trace points only on bony structures, and use lighter touch while collecting trace points, but the information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced an alleged inaccuracy during a transsphenoidal case. The surgery was on (B)(6)2024.  There was no other information about the direction of the reported inaccuracy. Navigation was aborted. There was no reported impact to patient outcome and no reported delay to procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc h3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no impact on patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.